Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the previously reported issues with heat/warmth in the private area (vagina) continued and that they urinate pretty often. They wore a sanitary pads because of the urinating more often issue and mentioned that the moisture of the pad(s) rubbing up against them may be causing irritation in the bike seat area. When they sat in a lounge chair, the urine fills up in their bladder and flowed out when the stood up out of the chair. The patient inquired about button use of the programmer. The patient had increased the stimulation this increased the heat/warmth in their private area. They turned the stimulation down and stated ¿it was better that way¿. The patient was redirected to their hcp regarding their symptoms and programming options. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy was not controlling urine as much, caused ¿hot in private area¿, and had a backache. These issues were reported as a sudden onset ((B)(6) 2018). The was no change in therapy related to positional movement. As actions taken prior to report, the patient called their healthcare professional¿s (hcp) office and was directed to contact the manufacturer. The patient also turned the stimulation off last night and took a pain pill. During the report, the patient turned the therapy back on and they felt the stimulation. The patient reported that since they had decreased the stimulation, the setting that caused the ¿heat in private part¿ had stopped. The patient was going to monitor all symptoms and, if they did not improve, was directed to contact their hcp for assessment. There were no further complications reported or anticipated.